Event description:
The patient reported that the bolus history is incorrect. She stated that she delivered a bolus on (B)(6) 2011 at 4:00 pm, and the bolus is not showing in the bolus history. The patient confirmed that the time and date settings are correct.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no bolus observed in the bolus history or black box at 4 pm on (B)(6) 2011. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Remaining insulin was calculated accurately during testing. Pump was primed until 20 units remained in the cartridge at which point a low cartridge warning was given.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.